Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach insulation degradation exposing the coil near the connector boot. Electrical testing found internal shorts between conductors due to the twisted coils consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.